Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Helix mechanism test was not performed due to fractured cathode coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the helix of the right ventricle lead (rv) failed to deploy with 20-30 turns. The physician paused before an additional 5-10 turns and the helix jumped out. No signal derived from the testing cables when connected. The physician attempted to retract the helix but was unsuccessful. Further helix retractoin was attempted outside the body, but the helix still wasn't working properly. A new was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis, and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during the procedure, the helix of the right ventricle lead (rv) failed to deploy with 20-30 turns. The physician paused before an additional 5-10 turns and the helix jumped out. No signal derived from the testing cables when connected. The physician attempted to retract the helix but was unsuccessful. Further helix retraction was attempted outside the body, but the helix still wasn't working properly. A new was used to complete the procedure. No adverse patient effects were reported.